Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. The internal wire was not frayed or fully broken. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There was obvious damage to the conductor wire, further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional related observation not reported by site: the instrument was installed in an internal system and passed recognition and engagement tests. The instrument moved intuitively, with the full range of motion in all directions. The tips of the grip opened and closed properly. The instrument failed energy delivery tests in various grip orientations; although it was recognized by energy, the instrument did not fulfill the combustion function, failing the functional test. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. The probable root cause for the failed energy test could not be determined based on the information provided and failure analysis results. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument exhibited poor energization. The procedure was completing as planned with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 19-jan-2026: the patient did not experience any injury or adverse event during or after the surgical procedure.

Event description:
Refer to h11 for follow-up information.